Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure inserted. The patient's concurrent conditions included uterine leiomyoma and stress incontinence. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray on (B)(6) 2019: impression: conclusion: bilateral essure devices seen along the uterus status posthysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure inserted. The patient's concurrent conditions included uterine leiomyoma and stress incontinence. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: impression: conclusion: bilateral essure devices seen along the uterus status posthysterectomy.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.